Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number 7298 is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4) collected from the device and have analyzed the data. The battery depletion indicated/ elective replacement indicator (eri). Programmer data shows time of eri in save to disk on (B)(4) 2012 device at recommended replacement time of 2.62 volt, end of life (eol) reached three months after eri. The weekly battery voltage trend data shows minimum battery voltage of 2.64 to 2.61 volts between (B)(4) 2012.